Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to a fractured poly post on a left knee insert. The patient had recently fallen down steps that resulted in the broken poly post.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.